Manufacturer narrative:
The returned sample involved in the incident was tested for continuity with a multimeter. This test included all components: the connector, the cable, the rivet and the electrode pads. No deviation was detected. The electrical performance of the involved electrode was then tested with a defibrillation test system. No deviation was detected. Finally, the connector of the involved sample was tested for correct fit and continuity with the fred easy defibrillator with a test gauge. No deviation was detected. This product is not marketed in the USA. However, similar materials and a similar assembly process is used for products sold in the us. We are therefore considering the incident reportable. As no further information has been provided to us despite repeated requests, it remains unclear whether the defibrillation electrode set or other causes were responsible for the incident. No further conclusion can be drawn.

Event description:
On (B)(6), a cardiopulmonary resuscitation procedure was performed. A schiller fred easy (model df17) defibrillation electrode and a schiller fred easy defibrillator were used. The duration of the procedure was described as 27 minutes. The fire brigade applied the electrodes on the patient (apex and sternum position). It was reported that the defibrillator did not recognize the electrodes. It asked to connect the electrodes but they were already connected. Electrodes of another lot were applied and the procedure was performed without any failure. No skin preparation was performed on the patient. The electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not dried and not disinfected. The questionnaire completed by the fire brigade stated that no defibrillation shock was required during the procedure. No harm to the patient was reported.